Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device¿s display screen was cracked, while blood glucose remained stable and no alerts or alarms were reported; a replacement device was arranged and shipping coordination was initiated. Symptoms included no adverse clinical effects. Outcomes included continued use of the user¿s dexcom cgm as normal until the replacement arrived. Investigation included remote troubleshooting and user education, including instructions to sync data, shut down the device before return, and expectations regarding start-up on the replacement. Investigation of this case revealed a hardware failure of the display component consistent with physical damage to the screen, with no functional impact to glucose control reported. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the display consistent with user handling or incidental impact.